Event description:
It was reported that the hcp had difficulty aspirating fluid through the cap (catheter access port). It was noted that "dr. Bolused". The pump contained 2000 mcg/ml lioresal with a dose of 150 mcg/day. In regards to pt symptoms it was noted that the nurse stated the pt was stable. A pump replacement was performed. At the time of the pump replacement, the pump was stopped and then started at the lowest dose two days later. Also, at the time of pump replacement, the pt was admitted in the hospital for observation. The pt outcome was noted as "stable". The pump was not sent in for analysis.

Manufacturer narrative:
(B)(4)